Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted (B)(4) service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) device during initial drain. The homepatient (hp) disconnected and forgot to press stop and got air in system. The technical service representative reviewed the disconnect procedure and the hp would complete therapy with manual supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample not available for evaluation and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.